Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 08 (motor controller fault detected)" was confirmed during functional testing and review of the archive data. The root cause was due to failed drivetrain motor, likely attributed to the failed component. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damages. During the archive data review, a fault code 08 was observed, thus confirming the customer complaint. The autopulse platform failed initial functional testing due to fault code 08, thus confirming the customer complaint. The drivetrain motor needs to be replaced to remedy the fault. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the training, the autopulse platform (sn (B)(4) displayed a fault code 08 (motor controller fault detected). No patient involvement.